Manufacturer narrative:
It was reported that the ventilator shut down on (B)(6) 2024 at 10:40 am during patient treatment, resulting in the patient's death. The following day, the ventilator was examined by our field service engineer. Upon connection to mains power, the ventilator began charging its batteries, and mains power was confirmed to be present. A pre-use check was successfully completed, and the ventilator was tested using a test lung. No errors were observed, and the ventilator passed all functional and safety tests, subsequently being cleared for clinical use. The ventilator¿s event log was reviewed. Ventilation commenced on (B)(6) 2024. On (B)(6), the ventilator was switched to battery operation by the user, indicating that ac power was offline. An immediate message appeared stating that the batteries should be replaced, signaling battery unreliability regardless of the operating time shown in the battery status window. In such cases, the batteries must be replaced even if the window displays significant remaining operating time, as continued use without replacement can lead to ventilator shutdown. Subsequently, multiple battery status alarms were generated, corresponding to the following alarm levels: limited battery capacity (medium priority alarm): less than 10 minutes of battery operation remaining. No battery capacity (high priority alarm): less than 3 minutes of battery operation remaining. Low battery voltage (high priority alarm): battery voltage critically low, unable to guarantee continued ventilator operation. All three alarms were generated. However, the alarms were silenced, indicating user awareness of the low battery status. Twelve minutes after the final battery alarm, the ventilator shut down, coinciding with the reported time of the patient's death. The ventilator was restarted five minutes later, again displaying a message indicating the need for battery replacement. The test log revealed that no pre-use check had been performed before ventilation began on november 8, 2024. The last documented successful pre-use check occurred on september 5, 2024. The technical log did not contain any error codes indicating ventilator malfunction at the time of the incident. The review of the logs confirms that the ventilator ceased operation because the batteries were depleted, and no ac power was connected. The battery status alarms functioned as specified, providing timely notifications for the user to connect ac power. The batteries in the ventilator were manufactured on august 28, 2019, with a calculated lifespan of two and a half years. Therefore, they should have been replaced by february 2022. The batteries had clearly exceeded their lifespan at the time of the incident. Further information received from the healthcare facility indicated that the mains power cable was connected, but the power socket was most likely inactive. This has not been able to be confirmed. In conclusion, there is no evidence of ventilator malfunction. The ventilator shut down due to depleted batteries and the absence of ac power, despite proper battery status alarms being generated in time to notify the user.

Event description:
Manufacturer's ref #: (B)(4). .

Event description:
It was reported that the ventilator shutdown. The patient passed away. Manufacturer's ref #: (B)(4).